Event description:
It was reported that the connection port of the hand piece was broken. This was noted prior to any procedure. No patient use.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500 form.